Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance spiked to 1083 ohms up from a trend in the 500-700 ohm range. Concomitant: d334drg ICD; implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for a sudden increase in pacing impedance due to a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.